Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer service representative reported in behalf of the customer that a a3059 mayfield composite series skull clamp has slipped while it was in use. It is unknown if there was any patient contact, injury or surgery delay. Additional information has been requested.

Manufacturer narrative:
With respect to the returned unit it has passed all specific functional testing requirements, except for the lock has up and down movement when unit is unlocked, this would not have caused a slippage; when unit is properly positioned and put under pressure unit would not have slipped. The device history record showed no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. The complaint is not confirmed. (B)(4).

Event description:
N/a